Event description:
It was reported the camera head locking mechanism does not hold the optics firmly enough during surgery and the optics detach from the camera head. The issue occurred during a therapeutic ureterorenoscopy (urs). There was a 5-10 minute delay in the procedure due to the camera coming loose several times during the surgery. The procedure was successfully completed with the same device. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional repair center for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head locking mechanism does not hold the optics firmly enough during surgery and the optics detach from the camera head. The issue occurred during a therapeutic ureterorenoscopy (urs). There was a 5-10 minute delay in the procedure due to the camera coming loose several times during the surgery. The procedure was successfully completed with the same device. There was no patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.